Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen became frozen on the "sensor started" notification. The customer performed a pump reset to resolve the issue. Customer's blood glucose was 170mg/dl.